Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, the sling was explanted because it caused vaginal and urethral erosions, recurrent kidney and urinary tract infections, vaginal bleeding, blood in urine, vaginal odor and discharge, increased incontinence after implant, pelvic pain from the anchors, and permanent vaginal tissue damage. Incontinence is more severe since patient's explant surgery. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, company was unable to determine if the device met specifications, and company was unable to determine the specific relationship of the device to the event.